Event description:
It was reported that the nurse was opening a new package of IV tubing set. Upon opening the package she noticed the IV tubing was broken into two parts. There was no patient harm confirmed by the customer.

Manufacturer narrative:
Additional information added to: d4, h4, and h6. Correction of lot # d4; changed from 10976582 to 19076582. The customer¿s report that the tubing set came apart in the package was confirmed. The set was visually inspected for kinks, incomplete bonding engagements, holes/tears in the tubing or damages to the components. Further visual inspection of separated silicone segment end, did not observe an o-ring indentation on the silicone segment or on the lower fitment¿s inlet port. During visual inspection it was observed that the silicone segment was separated from the lower fitment at the pump segment. Closer inspection observed no indication of damage or tool marks on the pump segment. Functional testing could not be performed due to the set's separation and obvious leaking that would occur due to the separation. The internal diameter of the silicone pump tubing was found to be within measurement specification. The ring retainer was not received. No crush or damages marks were observed on the upper or lower fitment. The root cause was due to the set's retainer ring not assembled onto the set during manufacturing assembly process.

Event description:
It was reported that the tubing set came apart in the package which had not been opened. The rn opened a new package of an IV tubing set. Upon opening the package, she noticed the IV tubing was broken into two parts. There was no patient harm confirmed by the customer.

Manufacturer narrative:
The affected product has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed. Patient information was requested, but not provided.

Event description:
It was reported that the tubing set came apart in the package which had not been opened. The nurse was opening a new package of IV tubing set. Upon opening the package she noticed the IV tubing was broken into two parts. There was no patient harm was reported by the customer.